Event description:
It was reported that the patient with this brady lead experienced pulsing in the back. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.